Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during generator change procedure that the leads were unable to be removed from the device header on (B)(6) 2018 due to possible set screw stripping. The patient presented for generator change procedure again next day. Inspection of the implanting site indicated infection, which was related to the previously attempted procedure. There was no vegetation on the leads. The whole system was explanted and replaced due to infection. The patient was stable post procedure.

Manufacturer narrative:
The reported event of stripped set screw was confirmed. The device was visually inspected, and it was noted that the header was broken from the device and both septum was not returned with the device. The set screw was stripped due to user error and the cause of stripped setscrew was suspected to be due to the septum material found inside the setscrew inset, which prevented the torque wrench to be fully engaged in the setscrew inset. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity. Bvvi alert was triggered as expected consistent with exposure to cold temperature post explant. The sterilization records were reviewed, and no evidence of abnormal sterilization was found.